Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year and 3 months. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted with supratherapeutic inr and hemoglobin of 5.2 g/dl (hgb). The patient was transfused with 4 units of packed red blood cells (prbc). The vad team suspects gastrointestinal (gi) source however the patient denies hematuria, bloody stools and bleeding gums. The patient wishes to defer gi workup and is aware that if their hgb drops again then the gi workup is warranted. Anticoagulants at the time of event were aspirin and warfarin. No additional information was provided.